Event description:
Written report received from baxter for "leak at the level of the flow restrictor" noted during pt use. The report further states "the 5fu crystalized on the skin of the pt." The size of the crystallization is reported as one centimeter. The report indicates that no remedial therapy was necessary and the pt outcome is reported is reported as "recovered".